Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, the lens was inserted/removed due to lens damage that occurred during insertion. No patient harm observed. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge and non-qualified viscoelastic. The lens model is only qualified for use in the (a) and (b) cartridges. A handpiece was indicated which is qualified for this lens with qualified lens/cartridge combinations. The root cause is most likely related to a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).